Manufacturer narrative:
Manufacturing device history record review was not conducted based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device and the UDI are unknown, no product information has been provided to date.

Event description:
It was reported that there was leaking from warming device reservoir. No patient injury was reported. Additional information was requested; however, no further information was received.